Manufacturer narrative:
The information provided by stryker orthopaedics' clinical department. No additional information is available at this time. Additional follow-up information may be obtained by the clinical as it becomes available. If additional information becomes available then, it will be submitted in a supplemental report.

Event description:
Revision due to periprosthetic fracture. Devices revised unknown.